Event description:
Per op report: this annuloplasty ring was explanted due to mitral regurigitation. The pt presented with "acute" shortness of breath and tte revealed "severe" mitral regurgitation. At explant, the posterior leaflet of the mitral valve was noted to be "almost completely dehisced" from the annulus. The sutures securing the annuloplasty ring were dehisced from the posterior annulus; however, the ring was "secured anteriorly". The anterior leaflet and the majority of the posterior leaflet were resected and sjm 31mj-501, was then implanted.